Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data ws performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subjected to tracking and trending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.2, 3.6, laboratory inr: 6. Date: (B)(6) 2014, inratio inr: 2.2, 2.6, laboratory inr: 4.0. The time between testing was: (B)(6) 2014 a few minutes between inratio testing and 1 hour between inratio and lab testing additionally on (B)(6) 2014 a few minutes between inratio testing and 15 minutes between inr and lab testing. Therapeutic range 2.0 - 3.0 for the patient. There was no additional information provided.